Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A most likely cause of this event is as stated in the complaint: the surgeon had inserted the screw only 1/3 of the way in the joint which led to the breakage and post-op fragment in the joint space. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient had a bio interference screw implanted in 2009. The surgeon had inserted the screw only 1/3 of the way in the joint. Three years after the surgery an MRI showed the free body in the joint. Part of the screw had migrated and was removed from the patient.